Manufacturer narrative:
(B)(4). Continuity was measured between power entry module and doorpost; ground bus resistance measured 301 milliohms indicating an issue with ground bus in the device. Continuity to all other internal grounds from power entry module and door frame showed no issue. The assignable cause of the rite electrical test failure of ground bond failed performance specification was determined to be a loose setscrew on the door post. Screw was tightened and device measures 23 milliohms, which is within acceptable limits. Door post will be scrapped during servicing.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.